Event description:
Reporter alleged obtaining the results of 164 mg/dl and 87 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
A hospital in (B)(6) reported via our distributor that an rt212 adult inspiratory heated breathing circuit had a faulty inspiratory heater wire connector. This was found before patient use.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.